Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the dirty connector and zoom handle could not be established whereas, the most probable cause of corroded coupler is traced to component failure due to degradation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head which is an olympus asset with no reported complaint. During the evaluation of device, dirty video connector, dirty zoom handle and corroded coupler was identified. The service repair technician assessed the condition and determined the damage was caused due to component failure. There was no patient involvement.